Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(4) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch delica lancing device cap was loose and falls off. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the lancing device issue began on ¿(B)(6) 2014 at around 7:30am.¿ the patient stated she manages her diabetes with insulin (self-adjuster) and took no action to her usual diabetes management regimen as a result of the lancing device issue. The patient reported that ¿right away¿ after the issue occurred she developed the symptom of ¿shaky.¿ the patient denied receiving medical treatment. At the time of troubleshooting, the cca noted there was no misuse of the device the correct lancets, gauge 33g and lancing cap were being used. Cca also noted that after reviewing the patients technique the issue remained unresolved. Replacement product was sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (03/04/2015). The patient¿s lancing device has been returned on 2/13/2015 and evaluated by lifescan product analysis on 2/23/2015 with the following findings:the lancing device involved with this complaint failed testing. The cap thread strips were found to be damaged/broken. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.